Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. Before further troubleshooting could occur, the pump turned on and showed the welcome message.